Event description:
It was reported that, "the arthroplasty was revised due to femoral loosening. The femoral components and the acetabular insert were revised. The components were implanted in situ for 0.95 y. The pt presented with a (B) (6) score of 4 three months prior to revision surgery and a maximum score of 5."

Manufacturer narrative:
More specific info is not available from the research center.